Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Before the reporting physician completed positioning of the ipsilateral leg, another physician pulled the deployment line out from the catheter, which resulted in unintentional coverage of the left internal iliac artery. 5 mm of the distal end of the ipsilateral leg was landed in the external iliac artery. No corrective treatment was given as the internal iliac artery was narrow and no serious consequence was expected. An angiography after the implantation showed a suspected minor type ia endoleak, but it was not treated. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).